Event description:
The patient electronic system (pes) sparked when an attempt was made to power it on. It was observed that the pes had exposed wiring at the extension cord on its back. The cord sparked when the power button was pressed. A replacement was requested. The patient was advised not to use the pes. The patient experienced no adverse consequences.

Manufacturer narrative:
Additional information: d9; g3, h2, h3, h6 one i3 unit and one set of accessories was returned. External and internal visual inspections of unit revealed discrepancies in the right-angle extension cable. The right-angle extension cable had exposed wires that could be confirmed from observation. The reported issue with sparking could not be duplicated using test right angle ext cable and was determined to be inconclusive due to the potential hazard of using the visibly frayed returned right-angle extension cable. The root caused was concluded to be the right-angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.